Manufacturer narrative:
The t:slim user guide states: the reuse of cartridges may result in over-infusion or under-infusion and may cause serious injury or death. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced ongoing high blood glucose (bg) levels (300-317 mg/dl) and a correction bolus was delivered to address the bg level. The customer did not know what caused the high bg level. A system check was performed. The pump and infusion set tubing were found to be functioning as expected. Reportedly, the customer had refilled the cartridge prior to the high bg. The contact declined to remove the cannula for inspection.